Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small volume folfusor leaked. The device was filled with fluorouracil in 115ml 0.9% sodium chloride. The device was stored at room temperature. Four days after filling, approximately 5ml of fluid was observed to have leaked into the heat sealed bag containing the device. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from may 7, 2014 to may 8, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the sample. Further inspection revealed that fluid was leaking from the luer cap. This luer cap was a non-baxter product. The non-baxter luer cap was replaced with a baxter luer cap, and a functional leak test was performed without noting any issues. The reported condition was not verified because the device passed a functional leak test. Should additional relevant information become available, a supplemental report will be submitted.